Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please specify the specific number of patients developing seroma after using surgicel powder? Dr stated it happened 80% of her patients. For each patient event please respond below questions: how long after date of implantation did the seroma form? 4-5 days after surgery. All ent cases. What were the signs/symptoms? Each patient had swelling. What were the medical or surgical interventions used to treat the seroma? Drained the fluid out of each patient. Does the clinician suspect bia-alcl? No. Was any histopathology/biopsy/ultrasound/MRI/pathology/cytology or other testing completed on seroma fluid? No. What were the results? Please include copy of the reports of any histopathology and/or other testing completed. Clinician findings and each patient is fine after the fluid was drained. Dr stated she did not irrigate the extra surgicel powder and she will start doing so now. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an ear, nose & throat procedure on an unknown date and absorbable hemostat was used. Seroma was developed. The physician stated that she didn¿t irrigate the absorbable hemostat. She is going to start irrigating the area before she closes and see it that helps keep the sermona¿s from happening. Additional information was requested.